Manufacturer narrative:
Conclusion: based on the received information, the problem seems very likely due to bone growth over the reference electrode. The patient has been explanted of the device. However the device is not available for investigation. This is a final report.

Event description:
The patient has a decrease in sound with the cochlear implant on opening her mouth wide, e.g. During yawning. In situ measurements were indicative of a device malfunction. The device has been explanted but is not available for investigation.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient has a decrease in sound with the cochlear implant on opening her mouth wide, e.g. During yawning. The ground path impedance is very high. Re-implantation will likely take place.